Event description:
This incident occurred in (B)(6) 2010. Medtec was notified of this occurrence on (B)(4) 2010. The physician attempted to implant the markers in a lung tumor. After the placement of the 3rd marker in the lung, a placement check was conducted by CT. The third marker was not found in the expected location. A full body scan was then conducted by CT and the marker was located in a distant portion of the lad. The cardiologist at the hospital conducted an EKG and heart study and indicated the patient is doing fine. The cardiologist's opinion is that the marker poses no risk to the patient. It is located at the end of the lad and the marker will not migrate any further due to arterial pressure. The patient is in good condition from this, but is leaving the facility for a new cardiologist. Additionally, the patient has been diagnosed with carcinoid cancer of the lung and has chosen to go to another cancer center with this specialty to receive treatment.

Manufacturer narrative:
Result: implant, repositioning of; migration. Conclusion: no evaluation will be performed. Method: device was not available for evaluation. Device was used on a patient with carcinoid cancer of the lung. Physician placed marker into the lung to mark the tumor and may have inadvertently deposited it into the artery where it ended up in the lad. Result: customer's description of events were reviewed. The soft tissue fiducial markers were placed in the lung by the physician, however, the markers are not intended for this portion of the anatomy. During placement, the marker was carried into the patients lad. Conclusion: based on the description of events, the device was used in an application which it was not intended. No further treatment is planned for the patient and cardiologist does not feel there is a risk to the patient. Instructions for use will be amended to add a warning to the customer not to use the device in lung applications.